Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp)via manufacture representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had an infection so the ins had to be removed and re-implanted. The rep stated that they were told that the same ins was removed and then re-implanted. No further patient complications were reported/ anticipated as a result of this event